Event description:
Sparks and smoke coming from the back of the pump. The pump was delivering an unspecified volume of tpn while on ac power. No specific programming parameters were provided. At an unspecified time, the nurse noted a burning smell and entered the pt's room. At that time, the nurse noted the back of the pump was "sparking and smoking". The nurse unplugged the pump from the ac outlet and removed the pump from clinical svc. Therapy was resumed using a replacement pump. The user facility's biomed engineer ntoed exposed wires on the ac cord and "black carbon marks" on the back of the pump were the cord inserts into the pump. There were no reported adverse pt or clinician effects. No med interventions were required.